Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). Omsc could not review the service and manufacturing record because the lotl number was not provided from the facility. There was no malfunction report of the subject device concerning the events. The exact cause could not be determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. (Omsc) received a literature titled ¿treatment result of endoscopic balloon dilation (ebd) for intestinal stenosis in crohn¿s disease¿ that was made in public in 26th japan digestive disease week. The literature reported the results and accidental symptoms in 93 procedures of ebd, which was conducted at the user facility and affiliated facility, for 29 crohn disease patients. It was also reported that the 2 cases of accidental symptom (perforation) occurred in the ebd procedures and the perforations were treated with unspecified surgery. Omsc reviewed the delivery history of the endoscopes and the history revealed that olympus small intestinal videoscopes (model sif-h290s, sif-q260) and single use splinting tube (st-sb1, st-sb1s) had been delivered to the user facility. Omsc tried to obtain additional information from the user facility, but additional information was not provided at present. Since there was no information on the model of the small intestinal videoscope that was used in the 2 cases, omsc is submitting two mdrs according to the number of reported perforation cases in small intestinal videoscope and two mdrs in splinting tube. This is two of two reports in splinting tube.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".